Event description:
On (B)(6) 2011, a vns treating physician's clinic notes were received by the manufacturer's consultant for review. Clinic notes dated (B)(6) 2011 state that the pt was experiencing an increase in seizures; four seizures so far that month when she usually had only two per month. The clinic notes state that the pt's last normal mode test was okay with an impedance dcdc code of 2. A normal mode test was performed that day and the dcdc code was a 4. The pt was originally implanted on (B)(6) 2004. The pt went for prophylactic generator replacement on (B)(6) 2011. Product return attempts in order for product analysis have been made but product has not been returned yet to the manufacturer. Attempts for additional info regarding the pt's increase in seizures have been to no avail thus far. If more info is received, it will be reported.